Event description:
It was reported that customer¿s blood glucose level displayed as high; cause was due to a malfunction alarm. Customer administered a manual injection to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.